Event description:
Procedure: maze. According to the reporter: surgeon fired the device but staples did not fire causing the staple line to stay open. Bleeding occurred but surgeon oversewed with suture to control bleeding. Coseal and blood transfusion was used to resolve the issue. No further patient issue was reported.